Event description:
Today a hosp had an issue with the priming bag of a customer ECMO pack. The hosp has had 3 occasions where the bag was found to be leaking on a previously primed bag.

Manufacturer narrative:
The product was not returned for evaluation. (B)(4).